Event description:
It was reported that the table on the 2600 system would not boot. It was noted that the circuit breaker #1 would keep breaking. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the at motherboard on table tower. The system was tested and found to be working as intended and placed back into service.